Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device change out for eri, low hv lead impedance was observed. Fluoroscopy showed externalized conductors. Additionally, a command shock was performed and an alert for possible output circuit damage was noted. The lead was explanted. The patient condition was stable before, during and after the procedure.